Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found door winch cable slides broken, screws sheared off. They returned to site, and replace door slides and door winch. Upon further inspection found that both the top and bottom dingus were bent. Those were also replaced. While adjusting door gap, one of the connecting rods snapped. Replaced connected rod, adjusted door gap on all 4 corners, adjusted dingus set screws and completed system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was being used for a sacroiliac and thoracolumbar procedure. It was reported that they were taking the scout shots and proceeded to take a spin when the pendant stated that the doors were open when they were closed. They then had to manually open the doors and they heard something break internally. Navigation and imaging were aborted. There was a reported delay of less than an hour and no impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit svc (B)(6), door winch replacement, lot/serial: rev. 2 : s/n (B)(4), h3, h6: the door winch was returned to medtronic for analysis. Testing was conducted and an internal short was confirmed. Fdm b01, fdr c02, and fdc d02 are applicable to the door winch analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.